Manufacturer narrative:
Concomitant medical products: 4298, lead, implanted: (B)(6) 2017; dtba2q1, ICD, implant date unknown.

Event description:
It was reported there was a brief period where the lead displayed t wave over-sensing which occurred during the wide complex rhythm. A request for additional information was made and it was learned there was evidence of brief r wave double counting during the wide complex rhythm and no intervention was recommended. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.